Manufacturer narrative:
The device is reported to be available for evaluation, however has not been received yet. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The condition of device was not delivering the last portion of syringe contents, as the clip on syringe was not releasing was confirmed but not duplicated. The reported condition is due to the plunger assembly was stuck closed to the end of its travel and could not move in or out. The end of syringe block from the plunger assembly was removed and it was replaced in its proper location to correct the reported condition. (B)(4).

Event description:
This is a report from baxter (B)(4) of an infusor pump that was not delivering the last portion of syringe contents, as the clip on syringe was not releasing. The reported condition occurred prior to patient use. No patient injury or medical intervention occurred. No additional information is available.